Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (4.0 mg/ml at 2.0018 mg/day), clonidine (600.0 mcg/ml at 300.28 mcg/day), bupivaciane (15.0 mg/ml at 7.507 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported the patient reported intermittent episodes of feeling flushed and having chills, hot and cold, nausea, headaches, uncontrolled pain, and decreased pain control. A catheter access port (cap) contrast dye study was performed on (B)(6) 2017 and revealed excellent spread at t2. The intrathecal rate was increased 25% and a clinician administered bolus was programmed. No worsening nausea was reported with only a slight reduction in pain. At a refill on (B)(6) 2017, a reservoir volume discrepancy was noted with an expected residual volume (erv) of 6.1ml and an actual residual volume (arv) of 0ml. The intrathecal rate and bolus rates were increased secondary to continued uncontrolled pain. The patient denied symptoms of feeling over-medicated. The patient did achieve pain relief following the increase. The patient presented on (B)(6) 2017 for a reservoir volume check. The erv was 36.7ml and the arv was 36ml. On (B)(6) 2017 t he reservoir volume check revealed the erv and arv were consistent. The plan was to continue checking the reservoir. The site considered catheter kink or partial pocket fill. Device interrogation on (B)(6) 2017 gave results of an erv of 15ml and arv of 13ml. The final check at the refill on (B)(6) 2017 gave results of an erv of 9ml and arv of 9ml. No further diagnostics or interventions were planned. The clinical diagnosis was possible intrathecal opioid withdrawal. The event resolved without sequelae on (B)(6) 2017. The etiology of the event was noted as possibly related to the device or therapy and not related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study indicated the cause of the volume discrepancy/empty pump was not determined. The patient's weight was (B)(6) pounds. No further complications were reported/anticipated.